Event description:
The patient was implanted on (B)(6) 2021: with eno dr / vega r58 / vega r52. From beginning of (B)(6) the patient noticed presyncopes and dizziness. Due to these symptoms ,a follow up was carried out on (B)(6). The value of ventricular sensing-, ventricular threshold and ventricular impedance were in normal range. But the sensing iegm of the right ventricular lead showed an artifact/ noise characteristic of a broken lead . An other follow up was performed on (B)(6) 2023 : the value of ventricular sensing-, ventricular threshold and ventricular impedance were in normal range. But the sensing iegm of the right ventricular lead showed again an artifact/ noise characteristic of a broken lead. The physician decided to performed a reintervention (B)(6) 2023 to explant the lead and to implant a new one. Nb: all the system was explanted (eno dr+ vega r58) expect the vega (r52) : atrial lead, it was left in the body.

Manufacturer narrative:
B3: updated information. Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Event description: implanted system on (B)(6)21: eno dr / vega r58 / vega r52 from beginning of (B)(6) the patient noticed presyncopes and dizziness. At follow up in january these symptomes were not operable - sensing-, threshold-, impedance value were in normal range. Only). Sensing iegm showed indication for noise/lead fracture. (B)(6)23 patient was placed in a flat back position during follow up and became senseless. These syncopy symptomatic was operable/provokoable. The rv sensing iegm indicated a rv lead fracture - nevertheless the impedance / sensing / threshold values were in normal range. (B)(6)23 taken actions: emergency operation was performed.explantation of pm, vega r58 (vega r52 was not possible to explant - shutdown via lead cap). New implantation of eno dr / vega r58 / vega r52.